Manufacturer narrative:
B5 describe event or problem: updated. G3 bsc aware date: updated. H6 device code: updated. The device was returned for analysis. Upon visual and tactile inspection, a complete break in the sheath was identified at approximately 175 mm proximal to the distal tip. The stainless steel shaft section was found to be detached. The device was received with the stent correctly positioned on the delivery system. However, the investigator was unable to deploy the stent due to a separation of the sheath. A visual and tactile examination of the device's tip revealed no issues.

Event description:
It was reported that the stent could not be reconstrained prior to removal. The 90% stenosed target lesion was located in the internal carotid artery. A 8.0-29 carotid monorail stent self expanding was selected for use. When stent implantation was performed and the stent was installed, it was discovered that the stent could not be properly advanced into place. Upon retracting the stent and preparing to redeploy it, it was found that the stent could not be fully retracted. The stent was removed with guide catheter. The procedure was completed using with another of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon visual and tactile inspection, a complete break in the sheath was identified at approximately 175 mm proximal to the distal tip. The stainless steel shaft section was found to be detached. The device was received with the stent correctly positioned on the delivery system. However, the investigator was unable to deploy the stent due to a separation of the sheath. A visual and tactile examination of the device's tip revealed no issues.

Event description:
Reportable based on the device analysis completed on 02apr2025. It was reported that partial deployment occurred. The 90% stenosed target lesion was located in the internal carotid artery. A 8.0-29 carotid monorail stent self expanding was selected for use. When stent implantation was performed and the stent was installed, it was discovered that the stent could not be properly advanced into place. Upon retracting the stent and preparing to redeploy it, it was found that the stent could not be fully retracted. The procedure was completed using with another ofthe same type. There were no patient complications as a result of this event. However, device analysis revealed a break of the sheath located at approximately 175mm proximal from the distal tip. The device was returned for analysis. Upon visual and tactile inspection, a complete break in the sheath was identified at approximately 175 mm proximal to the distal tip. The stainless steel shaft section was found to be detached. The device was received with the stent correctly positioned on the delivery system. However, the investigator was unable to deploy the stent due to a separation of the sheath. A visual and tactile examination of the device's tip revealed no issues.

Manufacturer narrative:
Correction: update to the evaluation method codes. The device was returned for analysis. Upon visual and tactile inspection, a complete break in the sheath was identified at approximately 175 mm proximal to the distal tip. The stainless steel shaft section was found to be detached. The device was received with the stent correctly positioned on the delivery system. However, the investigator was unable to deploy the stent due to a separation of the sheath. A visual and tactile examination of the device's tip revealed no issues.

Event description:
It was reported that the stent could not be reconstrained prior to removal. The 90% stenosed target lesion was located in the internal carotid artery. A 8.0-29 carotid monorail stent self expanding was selected for use. When stent implantation was performed and the stent was installed, it was discovered that the stent could not be properly advanced into place. Upon retracting the stent and preparing to redeploy it, it was found that the stent could not be fully retracted. The stent was removed with guide catheter. The procedure was completed using with another of the same type. There were no patient complications as a result of this event.